Event description:
The following is based on the medical records provided by the pt's treatment facility. A peritoneal dialysis (pd) pt experienced a large drain volume: fill 1:2496, drain 1:1742; fill 2:2503, drain 2:2162; fill 3: 2519, drain 3:5121; fill 4: 2519, drain 4:1894; fill 5: 2496, drain 5: 2008. The reported drain volume of 5121ml was 204% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.